Manufacturer narrative:
(B)(4). The customer returned one psi and a lidstock for evaluation. The stopcock was also returned. Signs-of-use in the form of biological material was observed on the lidstock and the stopcock. Visual analysis of the psi did not reveal any defects or anomalies. The hemostasis valve was tested for leaks. This states, "when tested in accordance with iso 11070:, annex e, using a test pressure of 38-42kpa (5.51-6.09psi), there shall be no leakage past the hemostasis valve. There shall also be no leakage past the hemostasis valve when tested using a pressure of 20-21 kpa (3 psi)." The psi was attached to the lab leak tester and the distal end of the sheath was occluded. The device was then pressurized to 21 kpa, then 42 kpa. No leaks were detected. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If catheter introduction is delayed, or catheter is removed, temporarily cover valve opening with sterile-gloved finger until catheter or obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/side port assembly and sheath. This will ensure that leakage does not occur, and inner seal is protected from contamination". The customer report of a leak in the hemostasis valve could not be confirmed by complaint investigation of the returned sample. The psi passed all relevant visual and functional testing, and a device history record review did not reveal any relevant findings. Based on the customer report and functional inspection, no problem could be found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a leak was found during use of the sheath. The device was removed and replaced with a new kit. No harm to the patient occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a leak was found during use of the sheath. The device was removed and replaced with a new kit. No harm to the patient occurred.